Manufacturer narrative:
Device return and evaluation would not be required since the root cause is known.

Event description:
It was reported that patient was seen in clinic to have her device turned on post implant and the neck incision appeared superficially infected. Patient was then seen by neurosurgery with plan to monitor the incision but not explant the device at this time. Device history records confirmed the lead was hp sterilized prior to distribution. No additional relevant information has been received to date.